Event description:
It was reported an asymptomatic patient presented a merlin transmission during follow up. Non-sustained right ventricular oversensing was observed due to lead noise which was inhibiting pacing. No electrical anomalies were detected. The sense/portion of the lead was capped and replaced.